Event description:
Pt had a right total knee replacement in june of 1996. Pt noticed pain in right knee while doing yard work on 9/7/1998. X-ray revealed patellar component displaced in the suprapatellar notch, possible fracture through the patellar component. Admitted to hosp, surgery performed 9/22/98 - arthrotomy with revision of the patellar component. No major problems post-op. Discharged 9/26/1998.